Event description:
It was reported that during a surgical procedure, the doctor did not aspirate the existing catheter. The doctor wanted to program a bridge bolus but there was no change in the drug or drug concentration. A back table prime was not performed. After the surgery was completed, the doctor decided to only prime the catheter and not program the bridge bolus even though the doctor was not able to confirm that there was no drug in the catheter. The patient outcome was unknown. The pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058231r, implanted: (B)(6) 2001. Product type: catheter: product ID 8840, serial# neu_unknown_prog. Product type: programmer ,physician. (B)(4).